Event description:
Olympus was informed by the director of ambulatory surgery/endoscopy at the user facility that the ultrasonic gastrovideoscope was found to have ¿broken crystal at the 12-1 o¿clock location.¿ the defect was observed during preparation for use. The device was returned for service. During inspection and testing, the probe unit at the distal end cover was found to have a deep cut (reportable) . No patient injury or harm was reported to olympus.

Manufacturer narrative:
The pink colored coating on the probe unit at the distal end was found to have a deep cut which is affecting the ultrasound image. Additionally, the bending section cover glue is chipped and missing, and the control knob movement has play/loose. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the deep cut at the distal end cover likely occurred due to an external force applied to the distal end. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 29-dec-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.